Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that premature stent deployment occurred. An 8.0x20x135 cm express¿ ld vascular stent was selected for use to treat the lesion. After unpacking the device, as the physician prepared to do the procedure, the physician noted that the stent had already been partly deployed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found no issues the profile of the device. An examination of the balloon and crimped stent identified that the stent was fully crimped onto the balloon. The balloon does not appear to have been subjected to any positive pressure and the stent was not partially deployed. The outer diameter (od) of the stent was measured and is within product specification. There was no visible damage noted to any of the crimped stent struts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that premature stent deployment occurred. An 8.0x20x135 cm express¿ ld vascular stent was selected for use to treat the lesion. After unpacking the device, as the physician prepared to do the procedure, the physician noted that the stent had already been partly deployed. No patient complications were reported and the patient's status was stable.